Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had a permanent lead implanted on (B)(6) 2013 for an advanced trial of a gastroenterology/urology (mgu) device for urinary dysfunction. The patient was reportedly doing well. The patient stated that the day prior to this report, she started having dystonia in the diaphragm and ¿diaphragmatic spasms.¿ the patient stated that she had to ¿take out the trach tube¿ to breath. The patient stated that this had not occurred in a ¿long time.¿ it was noted that the patient also had a deep brain stimulation (dbs) device implanted for dystonia. It was later reported that it was unknown if the event was related to the patient¿s implanted devices. The patient¿s trial reportedly continued for one week longer than originally planned. The patient was to not use the stimulation for three days, and then use it for three days. The patient¿s mgu device was reprogrammed and no malfunctions were seen with the external neurostimulator (ens) or the lead. The reporter stated that the patient was scheduled for either removal or permanent implant on (B)(6) 2013 depending on the results of the trial. The patient was reportedly receiving effective therapy when the device was turned on. It was later reported that the patient had decided to go on to a permanent implant. It was believed that there may have been ¿cross talk¿ between the dbs device and mgu device. In order to reduce this issue, the area of stimulation was ¿shortened¿ by reprogramming. The patient reportedly had no episodes of dystonia during the second week of the trial. The permanent implant was programmed with the same consideration. Please reference manufacturing report number 3004209178-2013-14527 regarding the dbs system involved in this event.

Manufacturer narrative:
Concomitant products: product: ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient noticed a return of some of her symptoms that she was using deep brain stimulation (dbs) for. The patient reported a dystonia storm four days after sacral nerve lead implant.